Event description:
It was reported that the device was removed due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to delay in receiving paperwork. Review of quality records.